Manufacturer narrative:
Internal complaint reference: case-2021-00036845-1.

Event description:
It was reported that the metal on the support of lgn narrow ream thru trl 6n lt is broken. This was discovered prior to case, a different trial was opened to complete the case. No injury to patient, no delay involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The metal support grooves are damaged, rendering the device inoperable. The device shows signs of extensive use. The clinical/medical evaluation concluded that per complaint details, the device was noted to be broken prior to the case; therefore a different trial was opened to complete the case. No patient injury/harm or surgical delay was alleged. The product evaluation confirmed the stated failure mode and that the device showed signs of extensive use. Based on the information provided, the use of the backup device during the procedure did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.